Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a seizure and lost consciousness while on a plane. For treatment, the patient was given a intravenous (IV) of glucose. The plane landed and the paramedics arrived as the patient was regaining consciousness. The patient was taken to the hospital by ambulance. The patient was discharged after 1 hour. The pod was worn between 24 and 36 hours on abdomen. No further details to report.